Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to use an extraction instrument to remove a femoral stem due to blunt threads; a backup instrument was available and used. The issue was identified intra-operatively during a stem removal procedure when the instrument threads were found to be blunt and could not engage. Attempts have been made and no further information has been provided.